Manufacturer narrative:
H11: corrected: results code.

Event description:
Through medical records it was learned a patient originally implanted with a 23mm aortic valve for 1 year 5 months, underwent an explant procedure of due to candida parapsilosis endocarditis. This ivdu patient presented with a mycotic aneurysm, septic cerebral emboli and poor dentition. A tooth extraction was performed before the redo avr. A 25mm aortic replacement valve was implanted along with an aortic root and bilateral atria patch. The repair successfully treated the regurgitation and leaflet perforation. The patient tolerated the procedure well and was discharged to rehabilitation on pod#51.

Manufacturer narrative:
H10: updated: a4, b5, b7, patient codes, device codes, method codes, results codes, conclusion codes; additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. The root cause of this event is most likely due to patient factors, the patient has a history of IV drug use with poor dentition and recent tooth extraction which may have seeded the endocarditis. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Manufacturer narrative:
UDI # (B)(4). Multiple requests for additional information has been performed. The healthcare provider has not provided any additional information at this time. The subject device is not available to be returned for evaluation as it was discarded. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported through implant patient registry, a patient originally implanted with a 23mm 3300tfx for 1 years 5 months, underwent an explant procedure for unknown reasons. The patient received a replacement 25mm 3300tfx aortic valve. The current patient status is unknown.